Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's mother called to report high blood glucose readings. Caller feels the insulin pump is not working. The current blood glucose reading is 391 mg/dl. Customer is thirsty, has frequent urination, tired and restless. Customer has treated with manual injection. During troubleshooting, the high pressure test failed twice. Advised caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.